Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was high up to 600 mg/dl. Customer had been using insulin pump system within 48 hrs. Customer was experiencing the symptoms related to the high blood glucose was nausea and dried mouth. Customer was not using automode feature at the time of incidence. Customer stated that cannula was bent. The device will not be returned for analysis.